Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2267 alarm on the homechoice (hc) machine during dwell 2. The technical service representative (tsr) explained the alarm and the homepatient (hp) stated a supply bag fell off the table and disconnected. The hp re-connected the supply bag, resumed therapy and then received a 2267 alarm. The tsr advised to discard all supplies and to report the alarms to the peritoneal dialysis (pd) nurse. Follow up with the hp revealed that while the bag was filling up with fluid, "the bag was moving a little and it just fell off the table and disconnected." The hp stated that he followed up with his nurse and he provided her with a sample. The sample was clear and antibiotics were not prescribed. The hp stated that he was continuing with peritoneal dialysis (pd) therapy and that this was an isolated incident.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. Root cause was undetermined due to lack of sample. This review found the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample was discarded. Should additional information become available, a follow up MDR will be submitted.